Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempt to implant the right ventricular (rv) lead sensing difficulty was encountered with unacceptable measurements in 3 different positions. After the third attempt to implant it was not possible to retract the helix of the rv lead. The rv lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event.